Event description:
This event is being reported because the facility did not successfully recall all the items in the load and an instrument was used on a patient.

Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100nx sterilizer. The processed bi was reported as positive after a 20-hour incubation period. The load was not recalled successfully. A stryker camera from the load was used on a patient. There are no reports of injury or harm from the event. The previous bi results were negative and the subsequent bi results were pending. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The initial report stated that the subsequent bi results were pending. Follow up with the user found that the subsequent bi result was negative. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of (B)(4). There was no significant trend observed. Trending analysis by lot number was performed. The lot history from (B)(4) found there were no other reported incidents. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed. The medical review for this particular event indicates that the risk to the patient is low. Visual analysis was performed on the suspect bi and the (B)(4) unused bis that were returned. Suspected positive bi analysis ¿ there is minimal media remaining, however its color is yellow, confirming the positive bi result. However, the ci disc is golden in color, indicative of peroxide exposure. There are a single (B)(4) liner and single spore disc present; the liner is stained both purple and yellow (despite yellow media color) suggesting that the purple media was subject to vacuum at the time of processing. There are no punctures on the outer vial or (B)(4) liner that would be consistent with false positive from external contamination. Unused returned bis analysis ¿ no anomalies observed. The unused bis are in the expected configuration of unused product. Functional analysis was performed on the seventeen unused bis. Two of the bis were used as growth controls. (B)(4). During follow-up, the customer stated their internal investigation found user mishandling attributed to the positive bi.